Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was 524 mg/dl. The customer was treated with syringe. After troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when clamp tubing received to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.